Event description:
Pt's mother indicated there was redness around the tube site after placement. Rptr stated the pt had a "green and brown infection and lost weight". A prescribed topical antibiotic was applied. Rptr stated the pt now weighs 11 pounds and has not used the tube in a few weeks. Note: the event date given above is approximate.